Manufacturer narrative:
(B)(4). Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force sensor system and excessive no delivery test or verify charge battery anomaly due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
Information received by medtronic indicated that insulin pump had rainbow effect on the screen. The insulin pump had diminished battery life and changing more often than. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.